Manufacturer narrative:
H.6. Investigation: one (1) sample was received for evaluation. It came with the plastic shield. It visually inspected with a microscope, and there was no damage noted. The bevels and etch were good. No defective grind or hooks were observed. Failure mode could not be replicated. DHR could not be completed due to unknown lot#. H3 other text : see h.10.

Event description:
Material no.: 305181; batch no.: unknown. It was reported that before use of the needle 18x1in blunt fill the blunt fill needle had coring from a vial of pantoprazole. The following information was provided by the initial reporter: the blunt fill needle had coring from a vial of pantoprazole. The end user pulled out the needle a piece of the stopper was in the needle before use. The nurse noted he did not insert the needle directly into the grey stopper but went down the side of the grey stopper.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 305181 batch no.: unknown. It was reported that before use of the needle 18x1in blunt fill the blunt fill needle had coring from a vial of pantoprazole. The following information was provided by the initial reporter: the blunt fill needle had coring from a vial of pantoprazole. The end user pulled out the needle a piece of the stopper was in the needle before use. The nurse noted he did not insert the needle directly into the grey stopper but went down the side of the grey stopper.